Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2018, under local anesthesia, the patient underwent debridement and suture of soft tissue contusion and laceration on the back of the right foot and long and short extensor tendon rupture and anastomosis of great toe, with absorbable surgical suture to suture tendon and non absorbable polyester suture to suture the skin. On (B)(6) 2018, the patient's wound was removed and discharged. After discharge, it was found that the tendon suture was gradually discharged from the body, which affected the life of the patient. The patient came to the hospital for further consultation on (B)(6) 2019. The suture of tendon was removed. There was rejection due to the patient's physical condition. No other devices were used in combination. There was patient injury.